Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy due to supraventricular tachycardia being misdiagnosed as vt. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.